Manufacturer narrative:
The cause for the discordant leukocyte results is unk.

Event description:
Customer reported negative results for leukocytes on the instrument whereas microscopic results were positive. There was no injury reported due to this event.